Manufacturer narrative:
It was reported that the patient had mesh erosion following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/25/2019. Additional narrative: it was reported that patient underwent revision of mesh on (B)(6) 2008.

Manufacturer narrative:
Date sent to the FDA: 1/27/2021. Additional narrative: it was reported that the patient experienced severe pelvic pain. Corrected information: physical manufacturer.

Manufacturer narrative:
Date sent to the FDA: (B)(4). Patient code: (B)(4) - surgical intervention. Narrative: it was reported that the patient underwent a revision surgery on an undisclosed date.